Event description:
The part did not compress and was eventually replaced. A revision surgery was done to replace the helical blade and plate with a new one of the same size. There was no complaint against the screws. Surgery was successful. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history records showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. This complaint was determined to be indeterminate based on DHR review only. No parts were returned for dimensional investigation. The conclusion of this complaint will remain indeterminate until parts are returned for dimensional investigation.